Manufacturer narrative:
The reported complaint of 16% in automatic mode switch (ams) and 100% in atrial tachycardia (at)/atrial fibrillation (af) was confirmed. The large percentage difference was due to a long episode that started on (B)(6) 2025 1:28:48 pm which was only counted as at/af. The long episode was terminated when the device was programmed to MRI mode on (B)(6) 2025. MRI mode causes any ongoing ams episode to exit and suspends ams episode storage. Therefore, the long af episode appeared to not have a corresponding ams episode log entry, resulting in the differing percentages. After exiting MRI mode, the ams and at/af features began detecting and storing episodes as expected. The device is performing per design.

Event description:
During a follow-up, a diagnostic anomaly was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.